Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) during dwell four of six. This occurred while the hp was connected. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the hp to clear the alarm and advised the hp to complete therapy with manual supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.